Manufacturer narrative:
A button error alarm was received and there was no button response due to corroded keypad traces.the device was also received with a cracked case at display window corner, cracked battery tube threads, and minor scratches on the display window.(B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 79 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.